Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The anspach motor died before the case during pre-surgery, and the blue tip on the tibial impactor cracked in half during impacting the baseplate. This occurred during a pka procedure.